Event description:
It was reported that the patient implanted with this sling underwent implant of an artificial urinary sphincter (aus) due to recurring incontinence. No further patient complications were reported.

Event description:
It was reported that the patient implanted with this sling underwent implant of an artificial urinary sphincter (aus) due to recurring incontinence. No further patient complications were reported.